Event description:
It was reported that the pressure monitoring lumen was occluded. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.